Event description:
Allegedly, patient was revised due to metal on metal complications.

Manufacturer narrative:
Update initial reporter information and implant date.

Manufacturer narrative:
Section b.5:additional information in description / section f.6: awareness date update/ section h.6 health effect and medical device code added.

Event description:
Allegedly, patient was revised due to metal on metal complications (left hip). Additional information received on (B)(6)2022: allegedly, on (B)(6)2007 patient was admitted to the hospital of piombino. Diagnosed with left coxarthrosis to undergo surgery on (B)(6)2007 for total left hip replacement. Discharged on (B)(6)2007. After a few years, and more precisely at the end of 2015 - beginning of 2016, the patient started to complain of pain in her left hip which did not allow her to walk properly. Patient underwent an orthopedic examination which revealed an important presence in the blood of metallosis, with high concentrations of cobalt and chromium and related intoxication, and moreover, the same problem for which she had been operated had recurred, namely coxalgia. The same prosthesis presented serious wear, from which the metallosis in the blood with consequent physical damage and disability of patient. Patient was again hospitalized, for the reasons mentioned above, at the cecina hospital, on (B)(6)2018, to undergo a new one prosthesis replacement surgery. Examination from dr. Vanni found that hip arthroplasty surgery left, with "mom" prosthesis implant made on (B)(6)2007 at the ou orthopedics and traumatology of piombino, caused, given the characteristics of the prosthesis, the release of heavy metals (metallosis from chromium and cobalt), with a consequent increase of the same in the blood and urinary levels of the actress and onset of important joint synovial reaction, responsible for subsequent mobilization of the prosthetic component, hence the need for replacement / revision surgery of prosthetics in 2018, after which the levels of metals in the blood of today's actress so they had significantly decreased. The aforementioned coroner also points out that the causal link between arthroplasty and the metallosis is further strengthened by the finding of a reduction in blood levels of chromium and cobalt (in the face of an increase in urinary levels) after surgery revision of the prosthesis.